Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37086, explanted: (B)(6) 2017, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that there was an issue with the extension and high impedances were measured on the left side. The cause of the high impedances was unknown. The hcp decided to do a revision. During the revision, impedances of the lead were measured to be okay so the issue was with the extension. The extension was explanted and replaced. Following the replacement of the extension, impedances were okay and the issue was resolved. The patient was receiving effective stimulation. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
Additional review determined the following patient code was not related to this event: (B)(4).

Event description:
Additional information received from a manufacturer representative reported the patient was not receiving effective therapy. No patient falls or trauma was reported. The cause of the high impedances was not determined. Besides checking impedances during the revision, no issues with the extension were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.